Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: intraoperative fractures are known possible adverse events of total knee replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 31.05.2021: lot 2005892: (B)(4) items manufactured and released on 8-oct-2020. Expiration date: 2025-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event.

Event description:
During the primary knee surgery, after implementation of the tibial component, the surgeon observed that a longitudinal fracture of the tibia had occurred. It is unknown how this fracture occurred. The surgeon used cannulated screws for fracture fixation. There was a 5-minute delay and the surgery was completed successfully. The bone quality was average.